Manufacturer narrative:
Analysis of the bur found the inner shaft was cut with tool marks present, the spiral wrap was stretched, the distal tip was pulled into the outer tube, and the irrigation tube was bent until breakage occurred. When viewed under magnification, there was damage to the front hub, dimples on the front hub prior to the locking area, and locking area deformation. The deformation was not consistent with being heat induced. The hub bushing came loose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece worked properly during an ent procedure without any issues and was being sent for routine service and repair. The event occurred when trying to remove the bur from the handpiece during disassembly. There was no patient involvement.

Manufacturer narrative:
Analysis of the bur found the bur was broken and seized in the collet of the handpiece. If information is provided in the future, a supplemental report will be issued.